Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had a low blood glucose level of 54 mg/dl in the morning and their insulin pump was in suspend mode. The customer declined troubleshooting on the insulin pump. They drank juice and their blood glucose went up to 115 mg/dl. The device will not be returned for analysis.